Event description:
It was reported that, at completion of the study, the pt complained of abdominal pain and extravasation of barium was noted around the rectum. The pt was sent to the emergency room and was diagnosed with a perforated rectum. Pt was sent to the operating room and underwent a transverse loop colostomy and presacral drainage.